Event description:
It was reported that a single-piece, preloaded multifocal intraocular lens (iol) was explanted from the patient¿s right eye. The lens was removed during a secondary surgical procedure and replaced with another iol of the same model with a +22.0 diopter. The procedure was completed successfully. The reason for the iol exchange was not reported. It was noted that duovisc was used during the procedure. No further information was provided.

Manufacturer narrative:
Section b3: date of event: unknown; requested but not provided. The best estimate date is between jun 04, 2025 [implant date] and (B)(6) 2025 [explant date]. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.